Event description:
Customer reports back to back testing to a professional meter while using the compact system with results of 80mg/dl on customer's meter and 40mg/dl on professional meter. No quality controls were run. No adverse event reported. A request was made for return of suspect product and replacement was sent.